Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer stated that she had 4 suspends in the last 24 hours. The customer stated that sensor glucose was 3.2 and blood glucose was 6.8 mg/dl. The customer recieved a change alert sensor and try to calibrate and then received a calibration failed alert. Customer's blood glucose was 6.8mmol/l. The customer was advised that sensor need to be replaced and monitor.